Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer also reported vomiting. Checked programming and all programming appeared to be correct. Customer was on the insulin drip their blood glucose was under control, but as soon as customer was taken off of it their blood glucose went high. Found that customer has scar tissue that customer sometimes has a hard time pressing the needle through. Customer also pre-tills the reservoir. Customer sometimes has to press on the plunger to move the insulin forward. Advised customer to avoid scar tissue as much as possible and to not use pre-filled reservoirs.